Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind and displacement test. However, unit alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. Unit received with missing end cap sticker, cracked case at display window corners, broken reservoir tube lip, broken battery tube threads, minor scratches on lcd and corroded battery tube.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be protruded. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.